Manufacturer narrative:
Customer discarded product.

Event description:
The user facility reported, the housing broke at the weld during a procedure. The broken housing could cause the non- sterile battery to be exposed to the sterile field. No medical intervention, and no clinically significant delay. Although requested, no information was available regarding adverse consequences.